Manufacturer narrative:
This correction report is being submitted due to a change in field h6 device codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance measurements. Technical services (ts) advised there was approximately five seconds of pacing inhibition. In unipolar sensing noise was observed and oversensed. Ts found loss of capture in bipolar pacing. Reprogramming was completed to a unipolar pacing and bipolar sensing configuration. Additional information provided during device explant this lead was damaged by lasers used. Another device was expected to be implanted. However, this lead could not be snared from groin access. The rv lead was surgically abandoned. The physician will attempt to extract this lead at a future date. A temporary lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance measurements. Technical services (ts) advised there was approximately five seconds of pacing inhibition. In unipolar sensing noise was observed and oversensed. Ts found loss of capture in bipolar pacing. Reprogramming was completed to a unipolar pacing and bipolar sensing configuration. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance measurements. Technical services (ts) advised there was approximately five seconds of pacing inhibition. In unipolar sensing noise was observed and oversensed. Ts found loss of capture in bipolar pacing. Reprogramming was completed to a unipolar pacing and bipolar sensing configuration. Additional information provided during device explant this lead was damaged by lasers used. Another device was expected to be implanted. However, this lead could not be snared from groin access. The rv lead was surgically abandoned. The physician will attempt to extract this lead at a future date. A temporary lead was implanted to complete this procedure. No additional adverse patient effects were reported.